Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 24-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding (no longer since my ovaries were removed in (B)(6) 2015)"), pelvic pain ("unbearable pelvic pain with the urge to expulse once a month") and facial paralysis ("facial palsy on left at times") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cancer female, mastectomy and ovary removal. On (B)(6) 2013, the patient started essure. A few months later, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), facial paralysis (seriousness criterion medically significant), urinary tract infection ("urinary infection"), anxiety ("anxiety attacks"), pain ("intense pain on left side"), abdominal pain upper ("stomach pain with acid eructations"), gastrooesophageal reflux disease ("stomach pain with acid eructations"), dysgeusia ("taste of metal in mouth and on breath"), hyperhidrosis ("excessive and malodourous sweating"), bromhidrosis ("excessive and malodourous sweating"), vulvovaginal dryness ("vaginal dryness"), abdominal distension ("bloating"), vaginal flatulence ("expulsion of air from the vagina"), dermal cyst ("cysts on face and arm, cysts on ankle"), hepatic cyst ("liver cysts"), ovarian cyst ("ovarian cysts"), skin disorder ("skin changes"), vitiligo ("vitiligo"), the first episode of arthralgia ("joint pain in upper limbs"), hypoaesthesia ("numb fingers"), ear pain ("pain in left ear"), weight increased ("weight gain"), musculoskeletal stiffness ("neck stiffness"), headache ("headache"), amnesia ("major memory loss"), disturbance in attention ("major lack of concentration"), the second episode of arthralgia ("joint pain in left knee"), libido disorder ("permanent disturbance of libido"), negative thoughts ("gloomy thoughts"), toothache ("tooth pain"), breast swelling ("swelling of right breast (left breast removed on mastectomy due to cancer)"), pruritus generalised ("itching over entire body, especially scalp with plaques"), the first episode of muscular weakness ("loss of strength in fingers (no longer able to remove screw-top on bottle of water)"), fatigue ("major fatigue"), the second episode of muscular weakness ("difficulty stooping down"), balance disorder ("loss of balance"), hypoglycaemia ("severe hypoglycaemia"), blood pressure decreased ("fall in blood pressure"), sinusitis ("sinusitis"), constipation ("constipation"), dysphonia ("recent voice changes"), tachycardia ("tachycardia"), dyskinesia ("facial dyskinesia, upper limb dyskinesia"), coagulopathy ("coagulation disturbance"), dry eye ("dry eyes / ocular dryness") and foreign body sensation in eyes ("feeling of grain of sand in the eyes"). The patient was treated with surgery (removal of essure on (B)(6) 2017 and ovaries removal in (B)(6)2015). Essure was withdrawn. At the time of the report, the genital haemorrhage and ovarian cyst had resolved and the pelvic pain, facial paralysis, urinary tract infection, anxiety, pain, abdominal pain upper, gastrooesophageal reflux disease, dysgeusia, hyperhidrosis, bromhidrosis, vulvovaginal dryness, abdominal distension, vaginal flatulence, dermal cyst, hepatic cyst, skin disorder, vitiligo, first episode of arthralgia, hypoaesthesia, ear pain, weight increased, musculoskeletal stiffness, headache, amnesia, disturbance in attention, second episode of arthralgia, libido disorder, negative thoughts, toothache, breast swelling, pruritus generalised, first episode of muscular weakness, fatigue, second episode of muscular weakness, balance disorder, hypoglycaemia, blood pressure decreased, sinusitis, constipation, dysphonia, tachycardia, dyskinesia, coagulopathy, dry eye and foreign body sensation in eyes had not resolved. The reporter provided no causality assessment for genital haemorrhage, pelvic pain, facial paralysis, urinary tract infection, anxiety, pain, abdominal pain upper, gastrooesophageal reflux disease, dysgeusia, hyperhidrosis, bromhidrosis, vulvovaginal dryness, abdominal distension, vaginal flatulence, dermal cyst, hepatic cyst, ovarian cyst, skin disorder, vitiligo, the first episode of arthralgia, hypoaesthesia, ear pain, weight increased, musculoskeletal stiffness, headache, amnesia, disturbance in attention, the second episode of arthralgia, libido disorder, negative thoughts, toothache, breast swelling, pruritus generalised, the first episode of muscular weakness, fatigue, the second episode of muscular weakness, balance disorder, hypoglycaemia, blood pressure decreased, sinusitis, constipation, dysphonia, tachycardia, dyskinesia, coagulopathy, dry eye and foreign body sensation in eyes with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: nuclear magnetic resonance imaging result was liver cysts observed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-mar-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 2469 cases. Genital haemorrhage. The analysis in the global safety database revealed 528 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. On 8-mar-2017: patient's information was updated, indication and stop date for essure were provided, and the event "swelling of right breast" was amended to "swelling of right breast (left breast removed on mastectomy due to cancer)". Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced bleeding (no longer since my ovaries were removed in (B)(6) 2015) (seen as genital bleeding), unbearable pelvic pain with the urge to expulse once a month and facial palsy on left at times. Essure was removed (approximately 4 years after its placement). Genital bleeding and pelvic pain are anticipated events according to the reference safety information for essure. The other event is unanticipated. Genital bleeding and pelvic pain may occur with essure therapy. Considering their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 24-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding (no longer since my ovaries were removed in (B)(6) 2015)"), pelvic pain ("unbearable pelvic pain with the urge to expulse once a month") and facial paralysis ("facial palsy on left at times") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cancer female, mastectomy and ovary removal. On (B)(6) 2013, the patient started essure. A few months later, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), facial paralysis (seriousness criterion medically significant), urinary tract infection ("urinary infection"), anxiety ("anxiety attacks"), pain ("intense pain on left side"), abdominal pain upper ("stomach pain with acid eructations"), gastrooesophageal reflux disease ("stomach pain with acid eructations"), dysgeusia ("taste of metal in mouth and on breath"), hyperhidrosis ("excessive and malodourous sweating"), bromhidrosis ("excessive and malodourous sweating"), vulvovaginal dryness ("vaginal dryness"), abdominal distension ("bloating"), vaginal flatulence ("expulsion of air from the vagina"), dermal cyst ("cysts on face and arm, cysts on ankle"), hepatic cyst ("liver cysts"), ovarian cyst ("ovarian cysts"), skin disorder ("skin changes"), vitiligo ("vitiligo"), the first episode of arthralgia ("joint pain in upper limbs"), hypoaesthesia ("numb fingers"), ear pain ("pain in left ear"), weight increased ("weight gain"), musculoskeletal stiffness ("neck stiffness"), headache ("headache"), amnesia ("major memory loss"), disturbance in attention ("major lack of concentration"), the second episode of arthralgia ("joint pain in left knee"), libido disorder ("permanent disturbance of libido"), negative thoughts ("gloomy thoughts"), toothache ("tooth pain"), breast swelling ("swelling of right breast (left breast removed on mastectomy due to cancer)"), pruritus generalised ("itching over entire body, especially scalp with plaques"), the first episode of muscular weakness ("loss of strength in fingers (no longer able to remove screw-top on bottle of water)"), fatigue ("major fatigue"), the second episode of muscular weakness ("difficulty stooping down"), balance disorder ("loss of balance"), hypoglycaemia ("severe hypoglycaemia"), blood pressure decreased ("fall in blood pressure"), sinusitis ("sinusitis"), constipation ("constipation"), dysphonia ("recent voice changes"), tachycardia ("tachycardia"), dyskinesia ("facial dyskinesia, upper limb dyskinesia"), coagulopathy ("coagulation disturbance"), dry eye ("dry eyes / ocular dryness") and foreign body sensation in eyes ("feeling of grain of sand in the eyes"). The patient was treated with surgery (removal of essure on (B)(6) 2017 and ovaries removal in (B)(6) 2015). Essure was withdrawn. At the time of the report, the genital haemorrhage and ovarian cyst had resolved and the pelvic pain, facial paralysis, urinary tract infection, anxiety, pain, abdominal pain upper, gastrooesophageal reflux disease, dysgeusia, hyperhidrosis, bromhidrosis, vulvovaginal dryness, abdominal distension, vaginal flatulence, dermal cyst, hepatic cyst, skin disorder, vitiligo, first episode of arthralgia, hypoaesthesia, ear pain, weight increased, musculoskeletal stiffness, headache, amnesia, disturbance in attention, second episode of arthralgia, libido disorder, negative thoughts, toothache, breast swelling, pruritus generalised, first episode of muscular weakness, fatigue, second episode of muscular weakness, balance disorder, hypoglycaemia, blood pressure decreased, sinusitis, constipation, dysphonia, tachycardia, dyskinesia, coagulopathy, dry eye and foreign body sensation in eyes had not resolved. The reporter provided no causality assessment for genital haemorrhage, pelvic pain, facial paralysis, urinary tract infection, anxiety, pain, abdominal pain upper, gastrooesophageal reflux disease, dysgeusia, hyperhidrosis, bromhidrosis, vulvovaginal dryness, abdominal distension, vaginal flatulence, dermal cyst, hepatic cyst, ovarian cyst, skin disorder, vitiligo, the first episode of arthralgia, hypoaesthesia, ear pain, weight increased, musculoskeletal stiffness, headache, amnesia, disturbance in attention, the second episode of arthralgia, libido disorder, negative thoughts, toothache, breast swelling, pruritus generalised, the first episode of muscular weakness, fatigue, the second episode of muscular weakness, balance disorder, hypoglycaemia, blood pressure decreased, sinusitis, constipation, dysphonia, tachycardia, dyskinesia, coagulopathy, dry eye and foreign body sensation in eyes with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: nuclear magnetic resonance imaging result was liver cysts observed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-may-2017 for the following meddra preferred terms: 1. Pelvic pain. The analysis in the global safety database revealed (B)(4) cases; 2. Genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 03-may-2017: quality-safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced bleeding (no longer since my ovaries were removed in (B)(6) 2015) (seen as genital bleeding), unbearable pelvic pain with the urge to expulse once a month and facial palsy on left at times. Essure was removed (approximately 4 years after its placement). Genital bleeding and pelvic pain are anticipated events according to the reference safety information for essure. The other event is unanticipated. Genital bleeding and pelvic pain may occur with essure therapy. Considering their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.